Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted for gastrointestinal bleed. It was further stated that the patient was transplanted. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. (B)(4).

Event description:
It was reported from the site that the patient was admitted for gastrointestinal bleed. It was further stated that on (B)(6) 2013 the patient was transplanted. No additional information available.